Event description:
Hcp reported system was removed due to infection. Onset of infection was 10/2001. The patient did not have meningitis. Signs and symptoms of the infection were swelling, drainage and pus at the site (10ccof pus drained from the site via a 20 gauge needle). The primary location of the infection was the device pocket. Cultures were taken from the device pocket. IV antibiotics were given and the infection resolved. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.